Manufacturer narrative:
(B)(4). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt. (B)(6).

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, 100% restenosis was found approximately 15 months post index procedure. The (B)(6) male patient underwent a revascularization by percutaneous transluminal angioplasty (pta)/poba. The patient partially recovered. The patient had a 6x120mm smart stent implanted in the middle of the right superficial femoral artery without any issue at the time of the index procedure. The lesion was mildly calcified and not tortuous. The rate of stenosis was 100%.there was good wall apposition of the stent. There was no disease distal to the stent. There was no indication of vessel dissection. The patient was on dual antiplatelet therapy and was compliant with the medical regimen. There was no stent thrombosis noted. The patient is currently in stable condition. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by the (B)(6) for (B)(4) study, (B)(4) restenosis was found approximately 15 months post index procedure. The patient underwent a revascularization by percutaneous transluminal angioplasty (pta)/poba. The patient partially recovered. The patient had a 6x120 mm smart stent implanted in the middle of the right superficial femoral artery without any issue at the time of the index procedure. The lesion was mildly calcified and not tortuous. The rate of stenosis was (B)(4).there was good wall apposition of the stent. There was no disease distal to the stent. There was no indication of vessel dissection. The patient was on dual antiplatelet therapy and was compliant with the medical regimen. There was no stent thrombosis noted. The patient is currently in stable condition.